Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 2 months and 2 days after implantation. The patient has history of arthritis. The doctor noted peri-implantitis during explantation. The patient has recovered without complications.